Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent act button response due to corroded keypad traces. There was no frozen display noted during testing. The device passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The device was received with normal operating currents. The pump was monitored and no unexpected battery out limit alarms occurred during testing. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call of keypad issues with their insulin pump. The customer states trying to escape from sensor screen and it froze. The patients' blood glucose level was 70mg/dl. Customer states none of the buttons are responding correctly. Customer wad advised to discontinue use of pump, and that the pump would need to be replaced. The device is being returned for analysis and replaced.